Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip inserted backwards or upside-down. Manufacturer contacted customer within 24 hours urgent call and follow up phone calls for knowing customer's conditions; on (B)(6) 2016, the customer states that the condition improved a present no diabetic symptoms at the moment of the call back. Customer states that after the call on (B)(6) 2016 called the paramedics and they ran a blood glucose test with a result of 340 mg/dl. No hospitalization was reported after the event. Problem resolved by customer taking the medication and drink water. A second call back was made on (B)(6) 2016 and customer was at the pharmacy buying the battery for the glucose meter. After installing the battery, the meter didn't turn on. The pharmacist replaced the meter for the customer at the moment of the call. A third call back was made and the customer had no symptoms no medical attention was reported. The customer was satisfied at the time of the call with the new meter.

Event description:
Consumer reported complaint for been unable to turn the meter on. The customer is concerned of not been able to test her blood glucose due to a dead meter. The customer feels very sleepy and had been sleeping all day. Customer states that she thinks she felt like that due to a high blood glucose. No prior medical attention was reported at the time of the call. Customer states that she knows that the battery is dead and she will purchase a battery.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: component failure causing the battery drain. Manufacturer contacted customer within 24 hours urgent call and follow up phone calls for knowing customer's conditions;on (B)(6) 2016 the customer states that the condition improved a present no diabetic symptoms at the moment of the call back. Customer states that after the call on (B)(6) 2016 called the paramedics and they ran a blood glucose test with a result of 340 mg/dl. No hospitalization was reported after the event. Problem resolved by customer taking the medication and drink water. A second call back was made on (B)(6) 2016 and customer was at the pharmacy buying the battery for the glucose meter. After installing the battery, the meter didn't turn on. The pharmacist replaced the meter for the customer at the moment of the call. A third call back was made and the customer had no symptoms no medical attention was reported. The customer was satisfied at the time of the call with the new meter.

Event description:
Consumer reported complaint for been unable to turn the meter on. The customer is concerned of not been able to test her blood glucose due to a dead meter. The customer feels very sleepy and had been sleeping all day. Customer states that she thinks she felt like that due to a high blood glucose. No prior medical attention was reported at the time of the call. Customer states that she knows that the battery is dead and she will purchase a battery.